Manufacturer narrative:
Please note that there was conflicting information regarding the explant date. It was stated bilateral deep brain stimulation (dbs) were removed in 2020. They also stated the ins was replaced in 2015, which record shows the ins was explanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had bilateral deep brain stimulation (dbs) removed in 2020. However, there was conflicting information as they stated the original chest implant was replaced in 2015 and the dates they provided were their best guess without looking at the patient's records. The patient suffered severe mental and physical disability. They indicated the patient's outcome was hospitalization and disability/permanent damage. The patient went from being somewhat independent (able to drive, walk, talk, get groceries) to needing full medical care, affected speech, legs, arms, memory, cognitive thinking, eyes, sleep, and sanity (the patient was walking around naked in their apartment building). The patient's treatment is over a long period. The patient had the original device placed in 2010. They were told the dbs would work and this also happened in 2015 with the original chest implant being replaced. The patient had a second implant in 2015 and was seen by a neurologist who tampered with the device / "adjusted settings" from 2018-2020. The patient has improved significantly since the removal and they have proof the device was the issue. They have been told that the dbs was not the problem or to try a new setting on the device, which has been devastating to the patient's life. They stated the dbs is known to cause problems, mental side effects, and physical problems. They believe the devices were returned to the manufacturer. The patient takes senna and one-a-day 50+ multivitamin. Refer to manufacturer report #3004209178-2020-20591 for related device.